Event description:
It was reported that during use with a bd facscanto¿ ii flow cytometer waste leakage under pressure sprayed outside of instrument. The following information was provided by the initial reporter: waste fluid is leaking out the top of the waste level sensor is instrument assurity linc enabled? No. Customer problem: waste fluid is leaking out the top of the waste level sensor steps taken with customer/troubleshooting: customer replaced waste level sensor waste filter cap and emptied waste baffle next steps (if necessary): dispatch are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? Yes, waste tank back pressure due to waste filter getting wet 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Sample waste from waste tank, waste tank was filled with 10 % bleach solution and the customer wore required ppe while cleaning spill. 5. What is the source of leak/spill? (Waste or non-waste line) waste. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no. Additionally, the fse provided the following additional information: was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? Yes, waste tank back pressure due to waste filter getting wet. 2. Was the leak/spill contained within the instrument? No.

Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the leak or spray of fluid under pressure from the waste level sensor cap was due to the waste tubing line incorrectly connected to the opposite port on the sensor. The lines were switched resulting in waste backflowing, wetting the cap filter. It was stated that the customer had replaced the waste level sensor filter cap prior to the leak, which could have been the point of improper installment and accidentally switching the lines. Upon arrival, the fse (field service engineer) had noticed the tubing lines crossed causing the leak from the probe sensor cap. He connected the lines correctly and checked if the other lines were properly flowing. No return sample was requested for evaluation because no parts were replaced. After the repair, the instrument was tested and was performing normally. Based on the investigation results the root cause was due to the waste tubing line connected to the incorrect port of waste tank sensor. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii flow cytometer waste leakage under pressure sprayed outside of instrument. The following information was provided by the initial reporter: waste fluid is leaking out the top of the waste level sensor. Is instrument assurity line enabled? No. Customer problem: waste fluid is leaking out the top of the waste level sensor. Steps taken with customer/troubleshooting: customer replaced waste level sensor waste filter cap and emptied waste baffle . Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes was there spray of fluid under pressure? Yes, waste tank back pressure due to waste filter getting wet. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sample waste from waste tank, waste tank was filled with 10 % bleach solution and the customer wore required ppe while cleaning spill. What is the source of leak/spill? (Waste or non-waste line) waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Additionally, the fse provided the following additional information: was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes, waste tank back pressure due to waste filter getting wet. Was the leak/spill contained within the instrument? No.